Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, purge alarms were observed. The impella was explanted and replaced with a new impella cp. No patient harm was reported due to the issue,

Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation reported for purge leak-pump has been completed. Data confirmed the pump was unable to go through the case start on both consoles ic8466 & ic5825 that triggered alarm 407 (purge system open) & 404 (air in purge system). Product was not returned for review. The root cause of the priming issue was most likely use to use issue. G1: MDR reporting contact email updated.